Manufacturer narrative:
For the reported event, lot number was not provided. The sample was not returned for evaluation. Medical records were provided and reviewed. The filter was deployed with no evidence of migration, and tilt. Approximately seven years later, retrieval attempt was made but it was seen that the inferior vena cava was chronically occluded and an open surgery was recommended for further removal. Since the patient's legs were not symptomatically edematous there was no indication to perform that magnitude of open procedure. Therefore, the investigation is confirmed for retrieval difficulties and obstruction in the ivc. However, the investigation is inconclusive for filter tilt. The device was labeled for single use. Based on the available information the root cause is unknown.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf310f. G2 filter allegedly experienced difficult to remove, obstruction, and malposition of device. This report was received from a single source. This event did involve patient with no patient consequences. The patient is (B)(6) years of age, the gender is male, and the weight is (B)(6).